Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the vessel locator wings would not retract and the device became stuck in the pt's artery. The safety release button would not work. The device was removed using counter-tension; however, tissue was found attached to the vessel locator wings once removed from the artery. No hematoma, oozing or bleeding were reported and the pt is doing fine. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.